Manufacturer narrative:
E1 - initial reporter phone : (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an error even though cassette was fully secured with medication. The pump gave the error of the latch not being secured. There was a patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The cause of the issue was the flex sensor. The flex sensor was replaced to resolve this issue.